Event description:
It was reported by the rep that (2) tct75 were used during a bowel resection procedure. It was reported that they were unable to fire reloads with the cutters. The pt consequence and case completion were not reported.